Event description:
It was reported that fire doors in the pt's building caused the implantable neurostimulator to turn on/off. The pt visited their hcp, their device was reprogrammed successfully. The pt is presently waiting to get their programmer replaced; they are still having issues. Ref MFR report # 3004209178201004823.

Manufacturer narrative:
(B)(4).